Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/15/2024, that on 04/13/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 04/13/2024, it was reported that the patient experienced a skin reaction with itching, blisters, pustules and infection extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the arm. The skin reaction was consistent of an erythema of the skin, with visible stripping and excoriation, the erythema was covering the entire upper arm extended beyond the area of exposure and more severe under the patch adhesion. In addition small blisters could be seen on the entire affected area. The patient went to the emergency room there they prescribed oral antibiotic, doxycycline to be taken twice a day for 10 days. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.